Event description:
During injection of contrast an extravasation occurred. The technologist tried to stop the injection but had difficulty in doing so when hitting the edge of a remote button on the injector panel. No injury occurred.